Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The rep reported that c-0 on the patient's old ins was showing 3028 ohms and the replacement ins was showing 2923 ohms on (B)(6) 2017. The rep reported that the patient had pre and post operative impedance issues with a short at contact 0,1; however, the rep reported that the patient is not programmed with those electrodes. The rep reported that the patient's healthcare provider replaced the patient's ins, dried off the contacts and then performed the impedance check, with the short of contacts 0,1 unchanged. The rep also reported that when the patient's healthcare provider replaced their ins device, they had to make some modifications to the pocket. The rep confirmed that the impedance issues were not resolved with the ins replacement and remain unchanged. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.